Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. The cause for the failure was isolated to an open r45 resistor on the computer/analog board. A root cause investigation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor displayed a service code 102.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. The cause for the failure was isolated to an open r45 resistor on the computer/analog board. A root cause investigation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor displayed a service code 102.